Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose was 388 mg/dl. The customer reverted to manual injections for insulin therapy.